Event description:
We received a report that during implantation of an tecnis cl z9002 intraocular lens (iol) there was a capsule tear. The doctor used another lens in the sulcus to complete the procedure.

Manufacturer narrative:
(B)(6). Follow up #1 "patient has recovered" should read patient has recovered. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification reveals that lens has stains that appear to be viscoelastic. Also, the lens returned with scratches. Visual inspection also revealed a few surface residuals on the lens that could be related with the handling the lens in a non-sterile environment. Based on the investigation, there is no indication that is a manufacturing related complaint. The product did not meet the acceptance criteria because the sample returned with stains and scratches. The manufacturing records were reviewed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) was generated. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Sex: female. Patient has recovered. Device available for evaluation: yes; received december 16, 2014. Manufacturing records were reviewed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) was generated. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. All pertinent information available to the manufacturer has been submitted. Placeholder.